Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer reported several motor error alarms in the past. Customer's blood glucose was unknown. The customer stated their blood glucose was normal and did not require medical treatment. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.